Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control data looked very good. An issue with the reagent was excluded. The maintenance status of the analyzer was good, and a systematic hardware problem could be excluded. There were no problems with other tests.

Event description:
The customer alleged they received phosphate (inorganic) ver.2 (phos) and creatinine results on their integra 400 analyzer. The customer initially called stating the phos and lipase quality control was out of range. When the customer was contacted again, they stated the quality control for phos was within the acceptable range and the lipase quality control was fine from that day on. The customer provided data for two patients with discrepant results. The two patient samples were sent to another laboratory for cross verification. The first patient's initial phos result was 1.1 mg/dl. The repeat result was 2.60 mg/dl. The first patient's initial creatinine result was 0.7 mg/dl. The repeat result was 1.10 mg/dl. The second patient, a (B)(6) male, has an initial phos result of 1.2 mg/dl. The repeat result was 2.20 mg/dl. The nephrologist complained that the phos results for dialysis patients were coming out low in this analyzer. The dialysis patients should have high phos results, per the clinicians. The low phos results only affected the dialysis patients; the non-dialysis patients did not have any phos value challenges. Information on whether these patients were dialysis patients was requested but not provided. Information on whether these discrepant results were reported outside the laboratory was requested but not provided. The customer stated "patient is not having any adverse reactions". Information on whether the patients were adversely affected was requested but not provided. The phos reagent lot number was 693966-01 and the expiration date was 04/29/2015. The creatinine reagent lot number and expiration date were requested but not provided.